Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 2.1 had failed. The field service engineer (fse) had troubleshot the pocket failure, reseated all cables at the back of the drawer, and ensured they were secured. The customer was able to recover the cubie pocket and the drawer and successfully inventory the items. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hh cubie drawer 2.1 had a failed cubie which required maintenance the user tried to recover it would recover and close with no issue but would fail immediately, because of that the entire 2.1 drawer was failed and medication cannot be accessed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.